Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 16:336:936:0000 was discovered and confirmed during product evaluation in the pump's event history. This condition was caused by a loose connection between the user interface module's (uim) printed circuit board (pcb) and daughter board. The uim pcb was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 16:336:936:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.